Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). It was also noted that the patient was in dialysis at the time of the therapy. The device remains in use. No further patient complications have been reported as a result of this event.